Event description:
A pt with progressive lv dysfunction and failure with aortic stenosis. The ava was 0.7 by echo. Pav was performed after coronary angio demonstrated severe proximal lad stenosis with dense calcification and severe focal mid rca lesion. Pav brought ava to 0.9 and output increased. The lad dilation was attempted with a high pressure balloon. The stenosis resisted dilation. A cutting balloon was passed with force and the tip appeared to enter the stenosis. Blood was seen in the balloon catheter shaft indicating rupture and the catheter was pulled back without inflation. The tip including the distal marker remained in the lad. Anterior flow was then reduced and the pt became unstable. During attempts to open the proximal lad by passing a balloon beside the residual catheter fragment, the distal fragment embolized to the distal cx and the lad was dissected. Stents were then placed in the dissection channel which reentered in the distal lad, flow was restored with perfusion of several diagonal branches as well as the distal lad. Nevertheless, the pt remained intubated with pulmonary edema and pneumonia and died 10 days after the procedure.